Event description:
The customer was hospitalized for high blood glucose and ketones. The blood glucose reading was 500mg/dl. The customer stated that her blood glucose continued to rise while traveling and ended up being hospitalized. Troubleshooting was performed. Programming and histories in the insulin pump was correct. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.